Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigation are pending. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon final review of medical records by the post market clinical and completion of the plant investigation. The related mdrs # 2937457-2014-01361, 8030665-2014-00513 and 1713747-2014-99992.

Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the patient was diagnosed with coagulase-negative staphylococci peritonitis on (B)(6) 2014 and admitted on (B)(6) 2014. There had been no reported fluid leaks during treatment prior to the infection. The nurse indicated the patient practiced aseptic technique during treatment.